Event description:
The customer contact reported the homecare patient received more medication than intended. The pump was programmed to deliver an unspecified concentration of desferal subcutaneously at a rate of 19.2ml/hr for a duration of 12 hours. The remaining programming parameters were not provided. The customer contact reported there was an "overdose of 50cc/12hrs." There were no reported adverse patient effects. Though requested, no additional information was provided.